Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode of tachycardia was detected as ventricular fibrillation (vf) by the patient's device. The episode was successfully terminated with anti-tachycardia pacing. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.